Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E1. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) was clogged. The following information was provided by the initial reporter: I now have a 3 month supply which I've already paid for and they have been painful and nearly half the first box has been duds that don't even seem sharp enough to penetrate the skin without force.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) was clogged. The following information was provided by the initial reporter: I now have a 3 month supply which I've already paid for and they have been painful and nearly half the first box has been duds that don't even seem sharp enough to penetrate the skin without force.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.